Event description:
On (B)(6) 2022, zyno medical received a complaint from an end user. It was reported that pump 504307 "delivered 300ml of chemo to the patient but nothing infused at all. No patient harm just lost time." The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Manufacturer narrative:
Intuvie received pump (B)(6) on 7/15/22 and evaluated the pump. Zyno medical was not made aware of the test results. Flow rate failed at 115.98 with a deviation of -7.14%. Pump was calibrated up 7% to a 5% offset and retested to spec.